Event description:
It was reported that pump displayed cgm error and that new replacement pump repeatedly showed bluetooth connection icon greyed out. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset cgm error did not reappear; customer was advised to wait 20 minutes before starting sensor session and to contact technical support for troubleshooting rather than resetting and resuming session immediately, and customer understood and acknowledged these instructions.